Event description:
Customer reported via phone call that they have been experiencing high blood glucose readings for the past several months and had to go to the hospital in the past with diabetes ketoacidosis. Customer's blood glucose reading at the time of the hospitalization was 586 mg/dl. Customer stated that they had nausea and were unable to get their blood glucose readings down prior to the hospitalization. Customer was kept in the intensive care unit for a week. Customer's blood glucose reading at the time of the call was 600 mg/dl. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. Customer declined any further troubleshooting.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.